Event description:
It is reported that the device was implanted in 2007, and revised in 2009, due to the tibial tray loosening. The pt was involved in an auto accident.

Manufacturer narrative:
Evaluation summary: the femoral component, articular surface, tibial baseplate, and stem extension were returned for evaluation. The returned articular surface exhibits minimal signs of wear on the condylar surface and on the backside surface typical of micromotion. The bone cement still appears to be rigidly fixed to the femoral component along with femoral bone, supporting the statement that the femoral component was removed by the surgeon's choice and not due to product issue. There was apparent damage on the anterior flange of the femoral component, however, it is likely this occurred during explantation. The tibial baseplate exhibited wear to the tibial tray that was similar to the backside wear on the articular surface. The cement mantle was fairly well fixed to the tibial baseplate, except in a few sections; a part of the front of the fin, and approx 1/4th of the underside of the plate. These observations suggest that loosening of the tibial baseplate occurred from issues at both the implant-cement and bone-cement interfaces. Based off the devices and info received it is apparent that tibial baseplate and stem extension assembly loosened. The cause of the loosening can likely be attributed to the auto accident the pt was involved in. Eval: device history records indicate all components were manufactured and inspected to specification.